Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: a mustang 7.0 x 80, 75cm was returned for analysis. A longitudinal balloon tear was identified starting 2mm proximal of the proximal markerband and extending 70mm proximally. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula of an unspecified vessel. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation before reaching its rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula of an unspecified vessel. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation before reaching its rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good.